Event description:
The facility reports that during a shoulder repair, a portion of the distal tip of an expressew suture passer needle broke off into the patient's joint space and remains therein. The procedure was completed successfully without further issue or harm to the patient.

Manufacturer narrative:
The complaint device has not yet been received, however, historically, this type of failure has been attributed to the possibility that the user may have hit bone or some other object, when deploying the needle through the soft tissue causing the distal portion of the needle to possibly fatigue and break off. Also, this is a single use device and it was not established that the device was used only once, which could have led to this particular failure mode as well. Outside of these hypotheses and consideration, no conclusions can be drawn. When the complaint device is received here at depuy mitek it will be subjected to a root cause analysis. If the analysis identifies any definitive root cause, a follow-up report will be filed.